Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device was being replaced due to a code 1003 indicative of battery voltage too low for the projected remaining capacity. During the explant procedure, pacing impedance measurements on the left ventricular (lv) channel were greater than 2000 ohms when the lead tip was included in the programmed vector. However, when including the ring in the configuration, normal impedance measurements were noted. A review of the daily measurements showed a gradual increase in the measurements until a few months ago when the measurements exceeded 2000 ohms. A replacement device was implanted and interfaced to this existing lv lead without further incident. No adverse patient effects were reported.